Event description:
The device was returned as it was reported that during testing the pump had an error code 46701. The results of the investigation confirmed the reported error code. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the reported error 46701 was confirmed. During the power up test error 46510 was also observed. The cause of the issue was found to be a defective printed wire assembly (pwa) board. The pwa board was replaced to fix the issue.